Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the clinic received alerts for atrial fibrillation (af) from the patient's implantable cardiac monitor. Upon review of the alert, it was noted that the device misinterpreted episodes of premature atrial contractions (pac) for episodes of af. The physician elected to continue to monitor the patient and no intervention was performed at this time. The patient was in stable condition.